Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-05376. Follow up revealed the procedure was extended by 30 minutes. The patient reported she was asymptomatic following the surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-05376. It was reported the patient underwent a lead placement procedure where a cerebrospinal fluid leak occurred. The physician performed a blood patch and completed the surgery.